Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28 mm mitral annuloplasty band was implanted and explanted on the same day due to severe mitral regurgitation. The band was successfully replaced with a 29 mm bioprosthetic valve. No additional adverse patient effects were re ported.